Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. This is a non-us event. This occurred in canada. Consumer reported upon removal an unspecified number of tampons fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She experienced some pain with removal which resolved within about one hour. She did not seek medical attention.